Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 3389s-40, lot# (B)(4), implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for p arkinson's dual, movement disorders, and essential tremor. It was reported that the patient's lead was damaged at the time of the implant and they had impedance issues on contact 3 with all pairs. They wanted to do an MRI anyway, despite going against the labeling. C <(>&<)> 3: 20717 ohms 0 <(>&<)> 3: 21894 ohms 1 <(>&<)> 3: 22000 ohms 2 <(>&<)> 3: 18000 ohms no patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the healthcare provider (hcp) via the rep, reporting that the right lead damage had been fixed, but the left lead remained damaged. The rep reported that there were no plans to fix the left lead. The rep reported that no definitive reason for the lead damage was determined; however, the hcp postulated that it was due to poor design of lead system, in particular the end cap set screw's interaction with the lead's third contact. No further patient complications have been reported as a result of this event.